Manufacturer narrative:
Investigation pending.

Event description:
The patient's last menstrual period was (B)(6) 2017. On (B)(6) 2017, the patient presented for colposcopy due to a low-grade lgsil on pap smear. A routine urine pregnancy test was performed prior to the procedure and a consult hcg urine cassette produced a (B)(6) hcg result. The colposcopy was then performed and the customer stated that at this date, the patient was not late for her menses. On (B)(6) 2017, the patient returned to the facility for a blood pressure check. The patient was late for her menses and reported not been sexually active between (B)(6) 2017 and (B)(6) 2017. A second consult hcg urine cassette test was performed using a new urine sample and produced a (B)(6) hcg result. On (B)(6) 2017, a serum beta quantitative test produced a result of (B)(6). The patient was prescribed pre-natal supplements and blood pressure medication.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retain products of the reported lot. Retention products were tested with qc cut-off hcg urine standard, high positive urine standard and a clinical high positive urine sample. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. According to the pi, the product is capable of detecting pregnancy as early as 1 day after the first missed menses. Per the event description, the patient's lmp was (B)(6) 2017 and a test was performed on (B)(6) 2017. A negative result can be obtained as a result of this timeline being before the start of patient's next menstrual cycle. The patient was tested again on (B)(6) 2017 which showed a positive result which was confirmed by blood quant values of 11,449 miu/ml on (B)(6) 2017. It may be possible that the hcg values were below the cut-off level of the device when the patient was first tested on (B)(6) 2017. Based on the information available, there is no indication of a product deficiency and no corrective action is required.